Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon patella is reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the patient was revised due instability. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a simultaneous bilateral index tka on (B)(6) 2019. Patient presented with loosening of the patellar component (right knee). Was revised on (B)(6) 2023. Liner and patellar components exchanged.